Event description:
Device 2 of 2. Ref MFR report: 1627487-2010-04307. The pt received his scs system, including two percutaneous leads, on (B)(6) 2010. The pt reported overstimulation after he has turned the scs therapies off. As the pt determined the overstimulation only happened when he positioned his body in a certain way, he did not follow up with his physician. The scs system remains implanted. F/u with the pt found that he has not had the overstimulation occur since his initial call.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.